Event description:
Healthcare professional reported left side "hardened implant," "left implant has multiple radial folds and a slight increase in its anteroposterior diameter, findings are suggestive of capsular contracture depending on clinical correlation." The device remains implanted.

Manufacturer narrative:
Phone #: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Event description:
Healthcare professional reported left side "multiple radial folds", "sparse calcifications", and capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported, left side "hardened implant". "Left implant has multiple radial folds and a slight increase in its anteroposterior diameter. Findings are suggestive of capsular contracture depending on clinical correlation". The device remains implanted.